Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during routine clinic follow up noise was present on the svc to can vector. Tech services recommends lead testing to retry to replicate the noise. The lead remains implanted.